Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported a fresenius 2008t hemodialysis machine with a burned electrical plug that was found during maintenance. A fresenius regional equipment specialist (res) replaced the electrical plug to resolve the issue and return the machine. It was confirmed that there was no patient involvement.

Event description:
A user facility biomedical technician reported a fresenius 2008t hemodialysis machine with a burned and discolored electrical plug that was found during maintenance. It was confirmed there was no visible smoke, flame, spark, or arcing. It was also confirmed the machine is always plugged into a hospital grade gfci outlet, and confirmed the machine had not had any prior electrical issues. It was confirmed this was found during maintenance, and confirmed there was no patient involvement. A fresenius regional equipment specialist (res) replaced the electrical plug to resolve the issue and return the machine to service.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res), who replaced the damaged electrical plug to resolve the issue and return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.